Event description:
Patient called to report an adverse event and product issue involving his st. Jude defibrillator he had implanted on (B)(6) 2017. Patient stated on (B)(6) 2017 the device kept firing off inappropriately and ¿almost killed him¿. Patient stated he called emt¿s and as he was getting himself ready the device kept firing off, he even had to warn the emt¿s not to get too close as the device kept inappropriately firing off. Patient stated the emt¿s used rubber gloves to carry his stretcher to the ambulance. Patient stated his heart rate and blood pressure were perfect, but the device fired off 6 times in 15 minutes. Patient stated about a year ago he learned that the device had been recalled. Patient said he did end up having the device explanted on (B)(6) 2019 and has no issues with the new one that was put in. Patient stated he had a defective device that almost killed him.